Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) that discovered the issue replaced the batteries to correct the issue. The stm then completed the pm with full calibration, and all functional and safety tests were passed per factory specification. The iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) on the cs300 intra-aortic balloon pump (iabp), the batteries failed the battery runtime test. There was no patient involvement and no adverse event reported.